Event description:
It was reported that the pt felt a sudden return of symptoms after two years of deep brain stimulation (dbs) with good symptom relief. The implantable neurostimulator (ins) was checked in the hospital. There was no contact with the ins. A power-on-reset (por) had occurred and the dr had to type in the serial number of the ins. Due to only 2 years of stimulation, the dr wanted to know whether it was normal battery depletion or another reason. It was noted that the pt had high stimulation parameters of about 6 v. The stimulator had gone to default settings, therefore, the dr was going to look into the pt's history for parameter settings. The ins was replaced. After replacement, there was good therapy outcome like before the event. Interrogation with the 'n vision was not possible and a por occurred. The customer wants to know whether this is a premature battery depletion. Reported text: pt felt, suddenly, upcoming parkinson symptoms after 2 years dbs with good symptom relief. When checking the ipg in the hospital, the customer had not contact with the stimulator - por occurred and customer had to type in the serial no. Of the ipg. Due to only 2 years of stimulation, customer wants to know whether it was normal battery depletion or any other reason. Pt had high stimulation parameters of about 6 v. Stimulator has gone to default settings -therefore, customer will look in the pt history for parameter settings. Will be delivered asap. Action: ipg had to be replaced. Pt outcome: after replacement, good therapy outcome like before event.

Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.